Event description:
It was reported that during a supply change the user could not observe drops during the fill tubing step with a cd infusion set, then noted insulin leaking into the pump chamber and a partially filled cartridge after removal; the user subsequently retried the supply change with the same supplies and received an ¿unable to proceed¿ message without additional alerts, and was advised to replace all supplies at the next opportunity. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, hospitalization, or additional device alarms. Customer care provided support that included guided troubleshooting to replace the cartridge and infusion set and to discontinue use of the compromised supplies. Investigation of this case revealed evidence of a cartridge or fluid path leak into the pump chamber consistent with a leaking or improperly sealing cartridge or connection, with inability to proceed attributed to system detection of an abnormal condition following the leak. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related leak consistent with component failure or user handling that compromised the seal.